Event description:
It was reported that during a cryo ablation procedure, after the sheath replacement and during preparation for left superior pulmonary vein ablation using the arctic front adv ous 28mm cryoballoon, inflation of the balloon was associated with a drop in blood pressure, decreased cardiac motion observed on imaging, and the appearance of a lucent band in the pericardium, indicative of pericardial effusion. Pericardiocentesis was performed and the atrial fibrillation ablation procedure was aborted not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 2af283 (lot: 23684); product type: 0624-arctic front catheter product ID 4fc12 ((B)(6)); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.